Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a return of pre-existing symptoms. The patient was originally scheduled for a second indirect decompression (ID) spacer implant, however intraoperatively, the physician decided to reposition the original spacer instead. A second device was not implanted and the procedure was completed.